Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 12.0mmol/l and the sensor glucose was 3.0mmol/l. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 3.0mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.